Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: the magellan hypodermic safety needles securement device is difficult to engage properly and when not fully engaged the device appears to be engaged yet the needle can slip out of the device which could lead to unnecessary needle sticks. This happened on three devices within the ER today utilized to medicate a patient. No staff was injured due to the device malfunction.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition and determine the root cause. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.